Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During evaluation at the third-party service center, the device was visually inspected and evidence of foam degradation and foam particles was identified inside the blower kit. Additionally, dust contamination was observed, and the device error log recorded error code e030 (motor spin-up flux high error), which was not determined to be related to the foam degradation. Following completion of the evaluation, the device was scrapped by the service center.